Event description:
The dealer is reporting the mpj joystick on the chair is not able to have the time reset. The changes will save for a short time, but it will eventually reset itself, especially if the chair goes over a bump.